Event description:
It was reported to tyco/kendall hq in 10/01 that a sequential compression device (scd) controller started smoking and caught fire while attached to a post surgical pt. The fire was extinguished quickly. No injury to patient or staff noted.